Event description:
The event occurred on an unspecified date and involved an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock. The reporter stated that, near the end of a patient's infusion of enyzme sebelipase, the filter was clogged and they were unable to flush or aspirate medication. The filter/device was removed from line and the rest of infusion resumed (approximately 20 mls). There was no adverse event or harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.if additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Manufacturer narrative:
Investigation summary. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.